Event description:
It was reported a patient's right ventricular (rv) lead presented with over-sensing noise. The rv lead was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks caused by friction to device can. The reported event was due to the exposure of the outer coil at the abrasion zone.